Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). Date of event is unknown. Additional information will be provided if available. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported cll malfunction unspecified error code during reprocessing involving an olympus colonovideoscope. There was no patient involvement reported.